Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed device not yet at elective replacement indicator (eri) flag as of (B)(4) 2012.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device longevity calculation equals 79% with battery depletion curve equals 97% so projected longevity at rrt equals 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469 competitor implantable pacing lead (B)(6) 2004; 4196 implantable pacing lead (B)(6) 2009; (B)(4) stent graft (B)(6) 2002; (B)(4) stent graft (B)(6) 2002; (B)(4), stent graft (B)(6) 2009, (B)(4), stent graft (B)(6) 2009. (B)(4).